Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2016 with the following findings: investigation revealed that the battery compartment was cracked. The keypad cover was missing and the keypad buttons were unresponsive. There was evidence of moisture corrosion on all button contacts. The display was dim and discolored. Unrelated to these issues, investigation revealed that the bumper pad was peeling off and the pump cover was cracked between the corner of the lens and the case seal. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, the keypad buttons were unresponsive, and the display was dim and discolored. This report is made based on results of investigation completed on 12/15/2016.